Event description:
It was reported that the videoscope had no image. It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: d4 (UDI), h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor) on the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use (IFU): "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.